Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) surgical procedure it was observed that there was notching of prothesis while performing the anterior cut with velys satellite station device, abbreviation of the anterior cut leading to anterior notching of prothesis. The device was in use with the velys base station device. There were no reports of a delay to the procedure reported. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary: the investigation could not confirm the reported issue of, "notching of prothesis while performing the anterior cut with velys, abbreviation of the anterior cut leading to anterior notching of prothesis". Upon 3 follow ups, the serial number was not provided. This issue was investigated and reviewed by the systems team. The most likely probable cause for the anterior cut to be over resected is as a result of the anterior cortex line being drawn sub optimally. When the anterior cortex line is acquired too medially it can lead to the resection plane of the anterior cut being deeper than intended leading to a possible notch of the femur. The anterior cortex/reference point, derived from the anterior cortex line, determines the initial anterior-posterior (a-p) position of the femoral implant for an anterior referencing tka. The anterior cortex/reference point is also the location where the anterior resection plane will exit the femur. If the anterior cortex line is acquired too medially the femur can notch on the lateral ridge of the trochlea. This is because the lateral ridge of the trochlea is often times more prominent anteriorly than the shaft of the femur. It can be useful to use the pointer tool to verify the position of the anterior resection plane, prior to cutting, by placing the pointer tool near the anterior resection plane in order to mitigate notching. Root cause: the most probable root cause for the notching of the implant on the anterior cut is a result of the anterior cortex line being draw sub optimally (too medial). Other factors include potential array movement and leg/robot movement during operation. However, the reported issue was not confirmed and no defect was found. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review - no manufacturing record evaluation required as no manufacturer or service-related issue found.